Event description:
No blood glucose levels reported. It was reported that the customer had high blood glucose levels and does not want to continue using the insulin pump. It was also reported that the customer have had multiple no delivery alarms from the insulin pump. It was reported that the customer has decided to just go back to manual insulin injections. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).